Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer successfully filled the existing cartridge with the original needle. Customer¿s blood glucose was 240 mg/dl.